Event description:
The user reported the c-arm tipped over. The monitor pivoted and made contact with the patient's femur. An x-ray was performed for screening purposes and confirmed no incident of an injury. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. There was an issue with the nut on the captive screw. The reported issue is currently under investigation.